Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer had system errors and would not boot. The programmer had internal corrosion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that when the programmer is turned on the monitor does not come on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.